Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter: date (B)(6) 2011, 1st inratio 5.0, 2nd inratio 2.7. Tests done minutes apart using different fingers. Pt's therapeutic range: 2 to 3.